Event description:
Customer reported that she had unexplained low blood glucose because his insulin pump is over delivering. Customer stated that she dropped her insulin pump and since then the vibrate sound much louder then normal. Customer also stated that when she pressed the esc button with the intent to back up, instead the insulin pump starts to deliver insulin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with the button not responding due to a flattened button dome switch. Unable to verify loud vibration due to no button response. A scratched display window and cracked battery tube threads noted.